Event description:
It was reported that patient's vns system showed high impedance. X-ray was sent to the manufactured for the review. The review of the received x-ray indicated that the generator appears in the upper left chest in a normal placement. No part of the lead is behind the generator. No sharp angles or lead breaks were visible. Based on the x-ray image, the cause of the reported high lead impedance is most likely a lead pin that not fully inserted into the generator block. Follow up indicated that the patient was implanted in (B)(6) and has been seen by physician in (B)(6).

Event description:
Follow up indicated that the patient initial implant was performed in (B)(6). It was also reported that the patient underwent after that a generator replacement in (B)(6) as well. Attempts to obtain more information about the incident were unsuccessful.